Event description:
It was reported that a patient implanted 6 months ago was experiencing left vocal cord vocal paralysis which began when the patient was set to 0.5 ma. The device was turned off approximately 4 months ago and the paralysis has not resolved. The patient had no paralysis immediately after implant. Attempts for further information have been unsuccessful to date.